Manufacturer narrative:
Event date is year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on an unknown date the patient experienced a cold leg and a limb occlusion was identified. A fem-fem was successfully completed and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the right limb was confirmed occluded; however, the exact cause of the occlusion could not be determined from the films provided. Pre-implant films were not provided; therefore, a complete assessment of the patient¿s anatomy could not be performed. Limited angiograms during implant were returned. No calibrated catheter was seen on the films; therefore, no vessel or stent graft measurements could be performed. The abdominal aorta appeared essentially straight in the visible lt-rt axis. Contrast outpouching was seen near the distal aorta along the left aspect. The aortic flow lumen near the distal aorta narrowed to ~60% of the lumen diameter just below the renal arteries. The common iliac arteries were non-tortuous and long, and appeared non-uniform/lumpy in diameter possibly from disease (thrombus/calcification); bilaterally. A single non-contrast still image during stent graft implant revealed that the main device was brought up the right side, was seen having been deployed to near the start of the device taper, and the aortic body just above the graft cover appeared constrained. No additional images during the endurant ii stent graft system implant were seen in the returned films. Final angiogram was also not observed; therefore, no final assessment of any endoleak, stent graft/vessel patency, or blood flow dynamics could be performed. Review of CT¿s from 1-month post-implant revealed that an endurant aui stent graft system was positioned ~5cm below the renal arteries, 2cm below the lowest accessory left renal, and had been extended with another endurant limb into the distal portion of the right common iliac artery. Beginning near the distal aorta the stent grafts within the right iliac were 100% occluded. Distal flow down the right side resumed just distal to the stent graft at the iliac bifurcation, and flow down the right leg remained patent. No thrombus was seen within the aui aortic body and the bypassed left iliac/external was also patent. The aortic flow lumen diameter near the level of the main renals and near the top of the suprarenal stents and left accessory renal was 19mm, and the aui od at the proximal graft margin also measured 19mm. The right limb extension was seen overlapping the aui with 3 stent rings (30mm) beginning near the calcified distal aorta. The proximal end of the right limb extension appeared completely expanded inside the aui to ~15mm. However, the right limbs were severely compressed primarily along a 1cm length overlapping stent graft section beginning at the origin of the right common iliac artery; the right limb ID measured ~4mm minimum (8mm od) with calcification seen surrounding the limbs. Distal to this limb compression, the right limb od expanded ranging from 10 ¿ 13 ¿ 9mm (6 ¿ 9 ¿ 6mm ID) down to the distal end. The flow lumen diameter of the right external measured ~7mm. The maximum diameter aaa measured 30mm, and near the level of the flow divider contrast was seen along the posterior side of the aorta from a likely type ii endoleak. The exact cause of the stent graft occlusion could not be determined. However, it appears most likely that the 4mm ID limb compression observed near the origin of the right common iliac artery, likely due to the small caliber and calcified vessel, contributed to the limb occlusion. This limb compression was likely exacerbated by the overlapping stent grafts in this location. Other potential occlusion contributor include the amount of stent graft oversizing; the diameter of the implanted aui and pre-implant vessel sizing are unknown. This occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Additional information received; intervention occurred 6 weeks post implantation. The occlusion was on the right side. If information is provided in the future, a supplemental report will be issued.